Event description:
Patient underwent craniotomy for tumor resection. Reportedly, patient developed an infection following the craniotomy.

Manufacturer narrative:
Additional information has been requested. Synthes is unable to determine mfg site or mfg date without a lot number. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.